Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: "micro": preventive replacement of o-rings performed acc. To service manual. Motor corroded - motor replaced. Motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. As per the input check report the motor stuck and corroded, there is a short circuit in the cable, the device is leaky, the values of the handcontrol are out of range. No further information regarding the cause of the defect has been provided to help determine a definitive root cause for this failure. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during pre-surgery to acl reconstruction procedure, it was observed that the micro tornado hp w handcontrol device was not working. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no delay in the procedure as a spare device from another company was available for use to complete the procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.